Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 pocket b1 - b6 were not detected on bus and unable to recover. A field service engineer identified that drawer 1.2, row b was not detected, with all lights on the controller board illuminated, shut down the station and reseated all cables within the drawer, restarted the station and tested the drawer using the hardware test application, confirming proper functionality. Successfully completed the acceptance test and restarted the application. The customer was able to access the drawer and perform inventory, and confirmed the system was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.2 of the aux unit pockets b1 b6 were not detected on the bus when viewed on the medstation and were not able to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.